Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 5178940 product scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5161770 product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6) batch: 7071111/7054405/7071118/7071154.